Manufacturer narrative:
Device serial number, implant date are unknown at this time. The patient hade two model 3186 scs leads explanted at the same time. The implant date is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention where the physician replaced the ipg and lead with new ones. The patient had not charged the ipg for over 3 years. The physician decided to electively replace the leads with new ones at the same time.